Event description:
The microcatheter went through the small aneurysm during placement. No medical intervention was required. The aneurysm was coiled without clinical sequelae.

Manufacturer narrative:
The courier enzo microcatheter was discarded and not returned for analysis. No intervention was required as the coiling of the aneurysm was part of the intended medical procedure.